Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The monitor's electrode belt connector pin was burnt, damaging wires within the connector. The root cause for the burnt pin could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.